Event description:
It was reported that "pedicle screw located in l5 of a t10-pelvis construct splayed where the blocker tightened below the screw head level. Removed screw and replaced."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.